Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported an ongoing concern with insulin leakage between the infusion set needle and the self-adhesive. Pt started, this lot of infusion sets on (B)(6) 2011 and has experienced insulin leakage every day since. Blood glucose elevated as high as 369 mg/dl on (B)(6) 2011. Pt changed the infusion needle and delivered a correction bolus through the infusion device. The infusion tube is used for longer than recommended, and pt was referred to the manufacturer recommendations. Pt did not have an infection or start new medication. Normal blood glucose is 100 mg/dl. Infusion set was requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue. Additional info was not provided.